Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted (B)(6) 2017. During troubleshooting activities performed by merge technical support, it was found that the site had been upgraded to hemo v9.40.3 patch1. This upgrade is intended only for win 7 operating systems, however the site has windows xp. It was determined to be the cause of the customer's reported problem. Merge technical support reverted the site's hemo system back to the previous version, 9.40.3. Functionality was verified and the customer confirmed there have been no further issues. The potential impact to a patient has been reviewed and the risk level has been assessed as medium (non-serious injury). A review of the customer's hemo case management within merge healthcare's internal database on 30apr2018 confirmed that the customer has not contacted merge healthcare again regarding this issue. No further actions are anticipated at this time due to the issue being readily apparent to the user, the assessed non-serious impact to a patient, and the confirmation by the customer that the software reversion corrected the reported problem. (B)(4).

Manufacturer narrative:
The customer's reported problem is currently under investigation by merge healthcare. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the hemo monitor went black in the middle of a scheduled ep (electrophysiology) procedure. Information obtained from the customer revealed that the patient had been sedated and the problem resulted in ~40 minute delay. The customer further reported that there was minimal impact to the patient because of the type of procedure (no invasive pressures were needed) and the patient was closely monitored by an anesthesiologist during the delay. An ep procedure is done to test the electrical activity of the heart to find where an arrhythmia (abnormal heartbeat) is coming from. Electrically sensitive catheters are placed inside the heart to record electrical activity. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could result in harm to the patient. However, the customer reported that the procedure was completed successfully once the hemo system was rebooted. (B)(4).